Manufacturer narrative:
Device monitored for several days. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device passed self test. Device passed self test. Unit received with all operating currents within specification and passed rewind and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that act button was hard to push, insulin pump rejected brand new battery. The blood glucose was unknown. The device will not be returned for the analysis.